Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found, air/water tube clogged, distal end cover chipped, cp-plate cracked, and angulation out of standard. The faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, clogged nozzle with foreign material due to incorrect reprocessing was observed. This report is being submitted for the event found during evaluation. There was no patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as clogged foreign material in the air/water nozzle, the material could not be further identified. No physical damage of the device was confirmed at where the foreign material was detected. It was reported that reprocessing was performed appropriately in accordance with the instructions for use. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.